Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Due to this a lead safety switch was triggered, which led to noise on the minute ventilation (mv) feature and for it to be deactivated. Additionally, noise and oversensing was observed, recording inappropriate non-sustained ventricular tachycardia (nsvt) episodes. The device was reprogrammed and the mv feature was left deactivated. Further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead also exhibited high pacing thresholds and loss of capture during a follow up. A system revision is being scheduled for the near future.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Due to this a lead safety switch was triggered, which led to noise on the minute ventilation (mv) feature and for it to be deactivated. Additionally, noise and oversensing was observed, recording inappropriate non-sustained ventricular tachycardia (nsvt) episodes. The device was reprogrammed and the mv feature was left deactivated. Further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Due to this a lead safety switch was triggered, which led to noise on the minute ventilation (mv) feature and for it to be deactivated. Additionally, noise and oversensing was observed, recording inappropriate non-sustained ventricular tachycardia (nsvt) episodes. The device was reprogrammed and the mv feature was left deactivated. Further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported. Further request has been made in order to inquire about the model/serial number of the lead, however, at this time, no information is available.